Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Physician first contacted intrinsic representative on july 09th to state there was an inflammatory response to the implant. On (B)(6) 2024 the site was aspirated and cultured and no csf leak or bacterial cultures were observed. A follow-up surgery was performed on (B)(6) 2024 where the barricaid implant was removed and there was a confirmed seroma.